Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the biopsy valve had a small piece breakaway and had to be removed from the airway. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01039. This supplemental report is being submitted to provide a correction.